Manufacturer narrative:
E.1 added initial reporter phone number as it was inadvertently was omitted from the initial report that was submitted. The investigation has been completed. No product was returned for investigation. Hematoma/ major bleed: the cause of the bleeding is determined to be a use issue because the bleeding was controlled by placing a suture and achieved hemostasis. Device history review: the device passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp experienced bleeding and a hematoma at the impella site. Manual pressure was held and a suture was placed to obtain hemostasis.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.